Manufacturer narrative:
The tech found the bushings, brake casters, bearings and stiffener plate were worn. He replaced these parts to repair the bed.

Event description:
Info received indicates the brake is not holding.